Event description:
It was reported that a patient death occurred post procedure. A pulsed field ablation (pfa) procedure was performed with a farawave pfa catheter, and 24 hours after the procedure, the patient passed away. No issues were observed during the procedure and the procedure was completed without patient complications. The patient was discharged hemodynamically stable with no complications post procedure. The official cause of death was not confirmed. No further information is available. The catheter is not expected to return for analysis as it was disposed post procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but this detail was not available following good faith efforts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
A3a: sex- updated. A3b: gender- updated. B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: patient codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but this detail was not available following good faith efforts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred post procedure. A pulsed field ablation (pfa) procedure was performed with a farawave pfa catheter, and 24 hours after the procedure, the patient passed away. No issues were observed during the procedure and the procedure was completed without patient complications. The patient was discharged hemodynamically stable with no complications post procedure. The official cause of death was not confirmed. No further information is available. The catheter is not expected to return for analysis as it was disposed post procedure. It was further reported that the procedure was a proximal fib pulmonary vein isolation only with carina stamps. A total of 34 applications were performed. The patient family called and instructed that the patient was having hypotension and instructed the patient to go to the emergency room (ER). However, the patient refused. The patient passed after. Is unknown if death happened during sleep. The physician stated that the patient passed by peculiar reasons not believed to be related to the procedure. Post procedure hemostasis was achieved with no evidence of vascular complications and hemostasis devices were used. The patient had zero bleeding issues in post op with a stable hemodynamics. Post procedure ice images showed zero evidence of effusion or perforation. The procedure was a straight forward pulsed field ablation with zero issues. The left atrial (la) dwell time was less than 30 min. Transseptal access was unremarkable with a standard mid anterior approach with zero issues. The family stated the patient was not feeling well following day, but they refused an ER visit. Postmortem autopsy was also denied from family with zero religious restrictions.